Manufacturer narrative:
Additional devices included on this report are as follows: catalog #plc141400/ serial # (B)(4)/ UDI # (B)(4). Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, endoleak, aneurysm rupture and death.

Event description:
On (B)(6) 2019 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On post-op follow-up on an unknown date, an unconfirmed endoleak (suspected to be a proximal type I) was observed. On 8-month post-op follow-up on an unknown date, no endoleak was present on imaging. The physician reported that the suspected endoleak was expected to have, "cleared up". The patient was lost to follow-up. On (B)(6) 2021, the patient was in a car accident and was found to be deceased. Upon autopsy it was observed that the patient's abdominal aortic aneurysm was ruptured. It is reportedly unknown if the rupture was secondary to the car accident, or if the car accident was secondary to the rupture.